Event description:
The user facility reported that their sterilizer was smoking and making a "popping" noise. No injury was reported however, the department was evacuated due to the reported event.

Manufacturer narrative:
A steris service technician arrived onsite and stated the sterilizer was emitting very little smoke and mostly steam. The steris technician inspected the sterilizer and found that the three phase contactor on the steam generator had failed. The technician replaced the contactor and confirmed the sterilizer to be operating properly. No additional issues have been reported.